Event description:
The customer performed daily maintenance, calibrated and ran qc. The albumin (bcg method) calibration failed so they primed and repeated calibration and qc. The calibration passed and the qc was in range. A short time later, the customer had three calls from physicians questioning the albumin results. The customer looked back over the results and noticed they were all low. He repeated qc and it was also low. The customer repeated a few samples on the analytical p module and the results were normal. He states he had low albumin results for 91 samples. The customer only provided data for three patient samples. Patient sample 1 initial result was 2.0 g/dl and the repeat result was 4.6 g/dl. Patient sample 2 initial result was 2.7 g/dl and the repeat result was 4.4 g/dl. Patient sample 3 initial result was 2.9 g/dl and the repeat result was 4.6 g/dl. All of the initial results were reported outside the laboratory. The repeat results were believed to be correct. No adverse event was reported. The r1 reagent lot number was 69525701 with an expiration date of 05/31/2015. The r2 reagent lot number was 60939601 with an expiration date of 04/30/2016. The field service representative replaced the sample probes and performed adjustments, replaced the vacuum diaphragms, checked the reagent dispense, cleaned valves, and performed a reagent flow path wash. He found the changeover valve needed to be replaced. He replaced the valve, checked the rinse mechanism nozzles and rinse volumes, replaced a tube that was crimped, and performed the customer's daily and weekly maintenance. He exchanged the reagent with a new lot of reagent, performed rinse and prime and watched the nozzle dispense. The tech performed the daily calibrations and ran all qc. The calibration passed and the qc was in range. He ran patient samples that were tested on another analyzer earlier and all results matched. He ran linearity and all levels matched.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.